Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient on haemodialysis with a tunneled catheter inserted on (B)(6) 2023 for end-stage renal failure due to obstructive causes. During the session a microbubble alarm appeared 1h15 before the end of the session. The circuit was purged with a bag of sodium chloride solution 0.9%. The connection of the lines to the catheter was checked. There was no air in the circuit, so patient was reconnected, but 1 minute later, air was again found to be present in the circuit. The session was stopped. At the end of the session on (B)(6) 2023, aspiration of the venous branch was not possible, and a twister was set up. At the connection for the session on (B)(6) 2023, the micro-bubble alarm went off several times, and the machine stopped. Session was stopped: the patient returned to the operating theatre for a catheter change. Catheter discarded. The patient was reported as stable post the incidents and there was no reported patient harm.

Event description:
It was reported that: patient on haemodialysis with a tunneled catheter inserted on (B)(6) 2023 for end-stage renal failure due to obstructive causes. During the session a microbubble alarm appeared 1h15 before the end of the session. The circuit was purged with a bag of sodium chloride solution 0.9%. The connection of the lines to the catheter was checked. There was no air in the circuit, so patient was reconnected, but 1 minute later, air was again found to be present in the circuit. The session was stopped. At the end of the session on (B)(6) 2023, aspiration of the venous branch was not possible, and a twister was set up. At the connection for the session on (B)(6) 2023, the micro-bubble alarm went off several times, and the machine stopped. Session was stopped: the patient returned to the operating theatre for a catheter change. Catheter discarded. The patient was reported as stable post the incidents and there was no reported patient harm.

Manufacturer narrative:
(B)(4)